Manufacturer narrative:
DHR reviewed and found to be completed. The product passed all quality control tests prior to its distribution.

Event description:
It reported that the patient presented for follow up. An interrogation of the implantable revealed that the patient had multiple ventricular arrhythmias. The device failed to convert the patient to sinus rhythm. The patient required extremal defibrillation. The physician made no allegation of malfunction and attributed the issue to sub-optimal programmed settings. No interventions were made. The patient was stable.